Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the air hose burst.

Manufacturer narrative:
Investigation: the investigation was carried out by the aesculap technical service department (ats). The device was delivered on the 28th of january 2014. Maintenance did not take place in (B)(4), but probably at ats (B)(4), due to the maintenance date of august 2017, which can be found on the hose. A detailed failure could not take place. The hose burst approximately 10cm from the motor. Functionally, the motor, the air plug, and the hose are fine. At the fractured positions, no mechanical damages (bruises, cuts) can be found. However, fragments are missing. A complete reconstruction is not possible. Most likely, a correct circulation of the exhaust air was not completely possible during use, which led to the burst of the hose. A limitation of the exhaust air can occur due to an incorrect fixation of the hose or due to a kinking of the hose. Batch history review: the device history files for the above mentioned lot number have been checked and found to be according to the specification valid at the time of production. There is no indication for a manufacturing failure. Conclusion and root cause: on the basis of the current investigation results, we assume that most likely a handling failure led to the described failure pattern. No CAPA is necessary.